Event description:
It was reported that this implantable pacemaker device has depleted from 12. 5 years and during the recent checked this device has 1 year battery remaining in a span of 4 months. Data analysis was requested and showed that device continued to deplete in an accelerated and predictable manner. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has depleted from 12. 5 years and during the recent checked this device has 1 year battery remaining in a span of 4 months. Data analysis was requested and showed that device continued to deplete in an accelerated and predictable manner. This device was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.